Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that a (B)(6) year old female ((B)(6) kg) with known history of pffd treated initially (date unknown) at (B)(6) with precise nail. She had a revision procedure performed by dr. (B)(6) (removal of precise and implantation of pnp) in (B)(6) 2020. In (B)(6) 2020, dr. (B)(6) removed her proximal interlock screw. She presented with pain in clinic on (B)(6). On (B)(6), we removed the broken hardware and re-implanted a new 10x 30 cm pnp nail. The nail was retrieved, and we will ship back to the manufacturer. The initial reporter indicated that she is a gymnast and was performing back hand-springs post screw removal.